Manufacturer narrative:
A ge oec service representative investigated the issue and found the system actually would not boot up properly. The cpu was replaced with a single board computer (sbc) upgrade and passive backplane to restore functionality. Additional components were installed, as required for the sbc upgrade, including software. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to shut down during procedure. There were also reports of the system needing 2 to 3 boot attempts to properly power on.